Event description:
End user reported that she is constantly pushing and pulling on the wheel lock extensions for her (B)(4) wheelchair while propelling the chair, she allegedly uses them like a car brake. She states that the wheel lock extension keeps coming off, and keeps her from getting up close to her sink and vanity. The consumer stated that she has to use the heel of her right hand to apply the brake because the brake is so tight. When she releases the brake, she states she has to use both hands. Because of this, she states she ran into a fire hydrant and has sustained a dark purple bruise on her leg. She has not sought medical treatment as yet, but states she is going to.